Event description:
A journal article was received which contained information regarding implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that inappropriate shocks were experienced by patients, as well as apparent fractures, impedance rises and spikes, a ¿fluctuation¿ of impedance, short interval counts (sic), non-sustained tachycardia (nsts), and noise. The article indicated that the leads were extracted and some were returned to the manufacturer for analysis. No further information was available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is male and the baseline age is 61 years old. The leads involved in this event are part of a notification/recall and the notification number indicated is part of the same lead model family; with one of the correction numbers being: z-0067-2008-6931. Possible lead models referenced in the article could include: 6931 and 6949. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: radiographic predictors of lead conductor fracture. Circ. Arrhythmia electrophysiol. 2014;7(6):1070-1077. (B)(4).